Event description:
Device 1 of 2 reference MFR. Report: 1627487-2015-21081 it was reported the patient (australia) experienced post-operative pain at the ipg pocket and lead anchor site. As a result, surgical intervention was undertaken on 02/24/2015 to reposition both the ipg and anchor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified during the surgery on (B)(6) 2015, the scs lead was also explanted and replaced due to pain at the lead site. The explanted lead is reported in MFR. Report # 1627487-2015-21071.